Manufacturer narrative:
No product will be returned per customer the product was discarded.

Event description:
It was reported that the backflow check valve was leaking while chemotherapy irinotecan was infusing. The spillage was cleaned using chemo spill kit and with proper personal protective equipment (ppe). The tubing was disposed in hazardous waste bin. There was no patient harm and the leak did not expose the clinician to chemotherapy.